Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unknown quantity of unspecified baxter access sets would not flow. It was further reported the backcheck valves were not being inverted and tapped prior to use when priming and occlusion alarms were triggered on the spectrum infusion pump. The sets were not fully infusing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.